Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances were noted to be 127 ohms. At this time, the ICD and rv lead remain in service. The patient is being monitored remotely. No adverse patient effects were reported.